Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunction was identified during the device evaluation: e226 (scope communication error) occurred. Based on the results of the investigation, a root cause for the e227 error could not be determined as the reported issue was not reproduced. In regard to the e226 error, it is likely the issue occurred due to a damaged charged coupled device (ccd) unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope displayed an e227 error. The event occurred during setup/inspection for use. There was no patient involvement.